Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The user facility reported an unknown age patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was inserted via right femoral artery without resistance and advanced over wire into ventricle. The guidewire was removed and the impella was started. Flows remained under approximately 2l/m. When considering positioning for reason of low flows, imaging was obtained, and cannula was noted to be kinked under the motor. Decision made to place new impella cp device and place an impella rp flex. There was no resulting patient harm.